Event description:
It was reported by the customer that the device would not operate on ac power and it would not charge the battery. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported malfunction. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was an electrical short through fet transistors, designator q1 and q7.